Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 11-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving gablofen 1000 mcg for a total dose of 125.03053 mcg/day via an implantable pump for intractable spasticity. It was reported on (B)(6) 2018 examination four weeks post pump replacement surgery revealed redness and irritation at the abdominal incision site. The patient was started on bactrim and clindamycin on (B)(6) 2018. On (B)(6) 2018 the patient presented to the emergency department (ed). The patient was administered unspecified antibiotics in the ed on (B)(6) 2018. A spinal tap was positive for meningitis. The entire system was explanted/not replaced on (B)(6) 2018. The device disposition was unknown. The outcome of the event resolved without sequelae on (B)(6) 2018. The clinical diagnosis was meningitis. The patient's weight was (B)(6) pounds. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was related. The event date was (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
The pump was returned and analysis found no anomaly of the pump. The catheter was returned, and analysis found no significant anomaly of the catheter. Previously reported result and method codes no longer apply to the event. If information is provided in the future, a supplemental report will be issued.